Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that testing showed that some channels had elevated impedance with status remaining ok and reimplantation is scheduled. Even though requested, no further information has been received so far, why the device shall be replaced despite all channels remaining ok.